Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, a surgeon called an intuitive surgical (is) technical support engineer (tse) to report that error 32097 occurred on universal surgical manipulator (usm) arm 1. Prior to contacting technical support, they attempted a system restart without success. The tse reviewed the logs and identified error 32097 as related to an axes controller motor (acm) issue on usm arm 1. The tse instructed the caller to perform a system restart, including the emergency power off (epo) and breaker, but the issue persisted. The tse then explained that the universal surgical manipulator (usm) could be disabled, allowing the procedure to continue with three arms. The customer successfully disabled usm arm 1, but the surgeon was initially uncertain about proceeding with only three arms. Eventually, the surgeon decided to continue under these conditions. The procedure was completed with no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator(usm) and distal setup joint(suj) outer to resolve the issue. The system was tested and verified as ready for use. Isi did not receive the da vinci products involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the products are returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive da vinci products involved with this complaint to perform failure analysis. The distal setup joint (suj) was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where it functioned as expected. The unit was tested on the patient side cart fixture test platform (pftp) where it passed all relevant tests with no errors observed in the logs. The universal surgical manipulator (usm) was analyzed and in system logs, the 32097 and 31226 errors were found indicating the error was pointing to the rolling loop fiber, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the 319 error was present during power up. The usm was then installed onto a patient side cart fixture test platform (pftp) where the fiber test failed on rolling loop, replicating the reported event. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the rolling loop fiber in the usm. The issue can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.